Event description:
Reported separation a file in the pt's tooth during a dental procedure. The file was retrieved and there was no report of injury to the pt. The dentist started that the previous canal that he had shaped was very calcified. We explained that could have caused metal fatigue and contributed to the file malfunction.